Event description:
It was reported to boston scientific corporation in 2009, that a 20 fr safety peg kit was used during a peg procedure one day prior. According to the complainant, during introduction the device was unable to be advanced over the guidewire completely. The procedure was completed with another 20 fr safety peg kit. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.